Event description:
It was reported that a patient was burned using empi electrodes. The treatment was for pain control, and osteoarthritis flare-up. The program on the device used was tens for knee, the intensity was moderate to strong. The electrodes were placed on the right knee both medial and lateral and 3-4 inches apart. The treatment lasted 15 minutes and 2 channels were used. The burn was noticed by the patient when she got home. The burn was diagnosed as being 3rd degree and the patient was treating the burn with neosporin.

Manufacturer narrative:
The electrodes were evaluated and no failures were found, the electrodes were within specifications.

Manufacturer narrative:
A follow-up report will be submitted once the electrode evaluation is completed.